Manufacturer narrative:
Batch review performed on 19 february 2018 lot 155035: (B)(4) items manufactured and released on 12 october 2015. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs: partial hip revision surgery (cup, head and liner) occurred 2 years after primary total hip arthroplasty. Radiographic image provided shows the presence of a horizontal cup. The reason of this position cannot be assessed having a single pre-revision low-quality x-ray. The cause of this event cannot be determined on the basis of available information.

Event description:
The patient came in complaining of iliopsoas pain due to cup mobilization. The surgeon revised the cup, head and liner. The surgery was completed successfully.